Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer received a voluntary medwatch (mw5113513) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient cough, sinus issue, mucus, and particle in device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5113513) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient cough, sinus issue, mucus, and particle in device. There was no report of serious or permanent patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.